Manufacturer narrative:
Concomitant medical products: product ID a51200, serial# unknown, product type software. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they were not seeing usage report information. Additional information received no further action, first therapy has to work for patient, than will other issues be examined. The stimulation did not (yet) have a positive effect on her symptoms. It was noted that they were going to focus on that first, otherwise the system has to be removed. Charging was going well, but occasionally bad connection and then longer charging, it was suspected that the micro sometimes tilts, too loose in pocket.